Event description:
It was reported that during a pocket revision surgery due to pocket pain, the physician observed that the lead was not tied down well. Another suture was added, but while tightening this suture, the suture sleeve broke in two and the insulation was damaged. The lead was then explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the insulation cut/damaged at 13.1 cm from the connector end and the suture sleeve damaged. The damages found are consistent with that of the suture sleeve being tied down too tightly. The lead exhibited normal electrical continuity.